Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient unable to see clearly at distance and near even with refraction. The lens was exchanged for an unknown advanced technology intraocular lens (atiol), 15 days after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).